Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as received simulated therapy was initiated and completed on the cycler without complication. The cycler weigh fill volumes were within tolerance. The fill times were within the time specifications and the sound emitted by the cycler during the treatment test was normal. The cycler underwent and passed a system air leak test, load cell verification, and valve actuation testing. The internal inspection had an insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient reported their fill 1/5 was slow and took 52 minutes. The patient mentioned that the cycler had been making grinding noises for the past 6 months. He reported that the volume in drain 1 was 5000ml. Upon review of the patient¿s treatment records, the iipv event was confirmed. The review identified that the patient drained 5453ml during drain 1 of the treatment. This drain volume is 194% the patient's fill volume of 2807ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.